Manufacturer narrative:
Examination was not possible, as the instrument was not returned. A complaint database search finds no other reported incidents against the provided product/lot code combination since its release for distribution. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
While using 35mm drill bit to drill screw holes for pinnacle cup, the drill bit snapped in half, and the surgeon left the broken piece in the patient.